Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited oversensing resulting in inappropriate auto mode switch episodes. No medical intervention was performed. No patient symptoms were reported.